Manufacturer narrative:
The brush device has not returned to olympus for evaluation. The cause of the reported complaint cannot be confirmed. Potential factors in the event are device incompatibility and failure to inspect the brush following use. Despite several followups, it is not been confirmed that the scope involved is an olympus scope. The brush instruction manual states that the brush is intended for use only with compatible olympus scopes. The brush instruction manual also states that ¿after using, carefully check that no parts of the brush have fallen off inside the endoscope's suction channel. If this inspection determines that a part or parts of the brush have come off during cleaning, immediately retrieve them by passing a new instrument or other endotherapy accessory through the channel. Any part of the brush remaining in the channel after cleaning can drop into the patient's body during a subsequent procedure. Depending on the location of a detached part, it may not be recoverable by passing a new instrument or other endotherapy accessory through the endoscope's suction channel. In this case, contact olympus.¿ for olympus scopes such as the representative models gif-h190 or pcf-h190l/I, the scope instruction manual states that for inspecting the instrument channel prior to the procedure, a test device must be run down the channel: ¿insert the endotherapy accessory through the biopsy valve. Confirm that the endotherapy accessory extends smoothly from the distal end. Also make sure that no foreign objects come out of the distal end.¿

Event description:
Olympus was informed that during a colonoscopy, the physician tried passing an unknown make/model forceps through an unknown make/model scope, but it would not go through. The physician then substituted a smaller unknown make / model forceps and passed it through the scope. The forceps pushed out into the patient a distal tip fragment of the reprocessing brush. The brush fragment was retrieved with the forceps. The intended procedure was completed with no reported patient harm. It was reported that during the prior reprocessing, the brush had not been inspected for damage after use. There was also no report that the scope channel was verified prior to the procedure by running a test device down the channel.